Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). Complaint was confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a healthcare professional. Review identified disengaged/ fractured femoral stem component, which resulted in the distal component to be maloriented and displaced the femoral diaphysis. It is reported that the screw backed out due to the patient falling; however, it is unknown if the implants contributed to the fall. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following sections could not be completed as the part/lot information could be: lot number - 559570, expiration date - jan 8, 2029, manufacture date ¿ jan 8, 2019. Or the part/lot information could be: lot number - 559480, expiration date - mar 5, 2029, manufacture date ¿ mar 5, 2019. Concomitant medical products: item # 150410 lot # 809110, item # 150477 lot # 771510, item # 150476 lot # 772820, item # 150478 lot # 321490, item # 150480 lot # 361570, item # 150493 lot # 021760, item # 150354 lot # 949080, item # 150461 lot # 559480, item # 150394 lot # 342520, item # 184788 lot # 148070, item # 150424 lot # 950770. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03882.

Event description:
It has been reported patient underwent knee arthroplasty. Subsequently the patient was revised due to disassociation and screw backing out due to fall in bathroom 4 weeks after the initial surgery.